Event description:
It was reported that cadd solis vip pump - device tries to power on under battery power, but shuts off quickly, when plugged into ac power supply, if you boot the pump up to the status screen, it says the batteries are removed. The above error was discovered during pm testing, no patient was involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with contaminated components on mp board and lcd. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Internal fluid ingression was found during investigation. Replaced mp (multi processor) board and lcd (liquid crystal display). The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.